Event description:
Medical records received. On (B)(6) 2022 medical records note the patient had left hip revision with femoral head/acetabular liner exchange to address metallosis, taper corrosion, and backside corrosion of modular metal liner/acetabular shell junction. Prior to surgery, the patient experienced pain, and elevated metal ion levels, the pinnacle cup, and stem were noted to be well fixed. The corrosion on the trunnion of the stem was removed with bovie scratch pad. Work-up for infection was negative. Depuy altrx liner, depuy ceramic head, and apex hole eliminator implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that pinnacle metal on metal medical records received. After review of the medical records the patient was revised to address metallosis, elevated metal ions and hip pain. MRI reported collection consistent of metallosis. Operative note reported rush of cloudy darkened fluid consistent with metal debris. There was evidence of corrosion in the synovial and whitish appearing fluid. Corrosion in the head, metal debris, length instability and leg length discrepancy, doi: (B)(6) 2009; dor: (B)(6) 2022; left hip. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4)_x-ray_images-received 15-aug-2023 and zip and (B)(4)_x-ray_images-received 24-aug-2023". Visual analysis of the provided x-ray evidence was not able to confirm the complaint since no signs of implant wear or corrosion were observed. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the unk hip femoral head metal would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that pinnacle metal on metal medical records received. After review of the medical records the patient was revised to address metallosis, elevated metal ions and hip pain. MRI reported collection consistent of metallosis. Operative note reported rush of cloudy darkened fluid consistent with metal debris. There was evidence of corrosion in the synovial and whitish appearing fluid. Corrosion in the head, metal debris, length instability and leg length discrepancy, doi: (B)(6) 2009; dor: (B)(6) 2022; left hip. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4)_x-ray_images-received 28-sept-2023 and (B)(4)_x-ray_images-received 06-oct-2023" visual analysis of the provided x-ray evidence was not able to confirm the complaint since no signs of implant wear or corrosion were observed. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the unk hip femoral head metal would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle metal on metal medical records received. After review of the medical records the patient was revised to address metallosis, elevated metal ions and hip pain. MRI reported collection consistent of metallosis. Operative note reported rush of cloudy darkened fluid consistent with metal debris. There was evidence of corrosion in the synovial and whitish appearing fluid. Corrosion in the head, metal debris, length instability and leg length discrepancy, doi: (B)(6) 2009; dor: (B)(6) 2022; left hip.